Event description:
It was reported to philips healthcare that the heart start xl defibrillator's ECG connection was interrupted. There was no patient involvement.

Manufacturer narrative:
(B)(4). : a follow report will be submitted once the investigation is complete.